Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable coupling from the connecter was separated from the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A serial/lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the facility for investigation. Signs of clinical use was observed. There was no blood detected. The connector collar on one of the connection ends was observed to be completely detached, exposing the inner connection prongs. Based on the returned condition of the device, the reported failure "break; cord" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable coupling from the connecter was separated from the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.